Event description:
The manufacturer received information alleging a ventilator¿s was alarming. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s was alarming. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was not applicable. The device passed the evaluation as specified in the service manual. Additional failure observed that the connectors were in good condition, the housing and other parts were contaminated with dust and cosmetic damage, so it will need to be replaced.